Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. After lead implantation, it was noted that there was loss of capture on the rv lead when the patient sat up. The physician brought the patient back in and repositioned the rv lead on (B)(6) 2023. The patient was in stable condition.